Event description:
It was reported that during a laparoscopic cholecystemy; the screw part broke when tried to connect with the blade. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.